Event description:
It was reported that a patient presented with over-sensing of noise noted on the patient's right ventricular lead. Additionally, an unspecified device issue was noted. The lead and device were explanted and replaced on (B)(6) 2025. No information regarding adverse patient consequences were reported.